Event description:
It was reported that, while in use on a patient, this 980 ventilator was smoking and "smelled like fire". The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
H3 device evaluation summary: h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator was smoking and "smelled like fire". The device was available for evaluation. The service personnel (sp) inspected the ventilator, noticed a "burning smell" and identified thermal damage on the direct current - direct current (dc-dc) converter printed circuit board assembly (pcba) and replaced the pcba. Additionally, sp identified that the graphical user interface (gui) to breath delivery unit (bdu) cable had a slice through the insulation and replaced the cable. The unit passed all calibrations and tests per manufacturer specifications at the time of service. Review of the image provided confirmed thermal damage to the area of the capacitor c83 on the dc - dc converter pcba. If a failure of the capacitor c83 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was a fault in the dc-dc converter pcba and potentially the gui to bd cable. Further action was not required because an existing corrective action or investigation applies to the capacitor c83 on the dc-dc converter pcba. There is no further action related to the gui to bdu cable which is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 updated due to part return. H3 device evaluation summary: updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator was smoking and "smelled like fire". The device was available for evaluation. The service personnel (sp) inspected the ventilator, noticed a "burning smell" and identified thermal damage on the direct current - direct current (dc-dc) converter printed circuit board assembly (pcba) and replaced the pcba. Additionally, sp identified that the graphical user interface (gui) to breath delivery unit (bdu) cable had a slice through the insulation and replaced the cable. The unit passed all calibrations and tests per manufacturer specifications at the time of service. One dc-dc converter pcba was returned to medtronic for analysis. A visual inspection of the returned pcba and analysis of the image attached revealed that capacitor c83 was thermally damaged. A design improvement was introduced for the dc-dc converter pcba related to failures of capacitor c83. If a failure of capacitor c83 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. One gui to bdu cable was returned to medtronic for analysis. A visual inspection of the returned cable was conducted, and there was damage/degradation observed to the cable casing. The cable was not functionally tested due to the observed damage. The cause of the reported event was a isolated to a faulty dc-dc converter pcba and potentially the gui to bdu cable. Further there is an existing internal corrective action related to the capacitor c83 on the dc-dc converter pcba. The gui to bdu cable which is included in a trending and monitoring plan. A service history record (shr) review was performed and it was observed that preventive maintenance was performed by medtronic on march 27, 2024. Subsequently, the unit was serviced again by medtronic on april 22, 2024, for an issue unrelated to the reported event. On both instances, the unit passed all calibrations and tests per manufacturer specifications. A medical safety review was performed and the results show that reported associated harm(s) and severities have been reviewed and are properly assessed within the risk document. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.